Event description:
It was reported that during the implant procedure, the patient's left lung was punctured, causing a pneumothorax. The patient had shortness of breath and tachycardia. A pleural chest tube was inserted two days post implant and the hospital stay was prolonged. The device remains implanted/in use. The event was considered resolved five days post implant.